Event description:
International affiliate initially reported "mechanism blocked". No other details provided. Response to request for additional info revealed. In 12/04 that the valve was explanted because of a blockage within the device. At that time this was determined to be a reportable event.